Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not vibrating. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had the main arm cannot communicate with the motor arm. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer also stated that insulin pump did not vibrate during the vibrate test portion of the self test and they were not able to passed the self test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 3, failed battery test alarm or constant tone noted during testing. (B)(4).